Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00606 on 25-october-2018. Correction (29-october-2018): the date included in the initial MDR section "date of this report" is incorrect. The correct date is 25-october-2018.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and a siemens customer service engineer (cse) was dispatched to the customer site. The engineer performed an inspection of the instrument and checked mechanical adjustments. Mix service methods were performed, and the sample probe 2, reagent probe 3, and the reagent probe 4 performed as expected. Tbil qc (quality control) was run, and the results were in the acceptable range. A precision study was performed with patient samples, and the results were acceptable. The cse monitored the performance of the instrument and observed that the sample probe 2 had some gel at the tip of the probe. The cse proactively replaced the probe and performed a successful alignment, a probe check, and a service mix check. The operator performed a quality control run and confirmed that results were in range and the instrument is operational. The customer has not reported any additional falsely elevated tbil results. A siemens headquarter support center (hsc) specialist investigated the event and confirmed that the accumulation of gel in the dimension vista instrument is from a 5-minute fixed-angle centrifugation. As per the tube manufacturer's instructions; centrifugation should be at 1300 xg for 10 minutes. Based on the information in the event, hsc concludes that improper centrifugation can result in a reagent carryover. The cause of the discordant falsely depressed total bilirubin (tbil) result is due to a use error. The instrument is operating within specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed total bilirubin (tbil) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s), and the patient sample was repeated on a different dimension vista instrument. The customer informs the repeated result is in the expected range and fits the clinical picture. There are no reports of patient intervention or adverse health consequence due to the discordant tbil result.